Event description:
In 2008, the pt reported that 2 days prior, her blood glucose elevated to 600 mg/dl. She attributes elevated blood glucose to an occlusion in her infusion tubing. She stated that her infusion device did not give an occlusion error (competitor device). She stated that she attempted to change the infusion tubing and the new tubing occluded during priming. This is the reason she believes the infusion tubing in use at the time of elevated blood glucose was occluded. The pt then went to the hospital and was treated with an insulin IV and released later that evening. The pt's normal blood glucose range is 70-140 mg/dl. Product was requested to be returned for evaluation.